Event description:
The customer had called regarding the auto off alarm. It was reported that the customer had called the paramedics due to hypoglycemia. The customer did not consume enough food at lunch time and had to take their medication. Troubleshooting was done and the pump passed the leadscrew test. No further details.